Event description:
Have had three implant surgeries. Second time was because of pain and scar tissue around implants causing severe hardness. Third time because of prolonged pain. Scar tissue causing hardness. Experienced rupture at time of surgery. She has been diagnosed with myalgias (group ii), elevated ana (group ii & iii), arthralgias (group iii), chronic fatigue (group iii), sleep disturbance (group iii), bowel irritability (group iii), & chest wall/breast pain (group iii) (*)